Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 8 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented with an episode of pre-syncope and feelings of lung congestion for the last two weeks. Erythema and mild discharge from driveline incision was present; likely secondary to trauma from riding horses. The patient was hospitalized to rule out vital cause, bacteremia, and right ventricular failure. Right heart catheterization (rhc) was performed and showed no worsening right ventricular function. Blood cultures showed no growth to date. Wound culture from driveline site showed light growth of staphylococcus epidermidis. The patient was started on oral doxycycline for 4-6 weeks for drainage and driveline infection. The patient was discharged to home. No additional information was provided.

Manufacturer narrative:
A specific cause of the reported driveline infection could not be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.